Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) starts up normally, and occasionally there is an inflation failure. There was no patient involvement.

Manufacturer narrative:
A getinge fse evaluated the iabp and found that the problem was with the k5 valve. To fix the issue, the fse replaced the reservoir, pressure-vacuum, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.